Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6),2021 during the fixation of hand bones the surgeon noticed the 2nd drill bit was blunt while drilling the 5th screw hole. No patient consequences reported. Concomitant medical products: unknown screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.1mm drill bit/mini qc/55mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product code: gff, gfa, hwe. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.